Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Further information was received. The patient reported halos and blurry night traffic lights.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following left eye cataract removal with an intraocular lens implant, the lens moved and needs to be replaced. Additional information has been requested however, further information has not been received.